Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause was the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited alarms and has pinched off the line with 7.6 ml remaining in the pump. Per reporter, upon restarting the pump at the center, it will infuse the remainder allowing the patient to receive the ordered dose. Event occurred while in use with patient and no patient harm/adverse event reported.